Event description:
Ous MDR - after an implantation period of about 67 months, impedance values of >3000 ohm were reported. During a follow-up on (B)(6) impedance was measured 480 ohm, however, the ICD was exchanged due to battery depletion on (B)(6) 2014. On (B)(6) 2014 impedance values >3000 ohm were reported via homemonitoring. During the revision procedure, the lead could not be removed completely, only part of the lead was explanted and sent back for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present dissection, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead was found dissected upon receipt, which occurred during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.